Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the nurse found wet, blood-tinged fluid leaking from the tubing set during an acetaminophen infusion while in use on a pediatric patient in the picu. It was noted that the tubing set had been in use "for a time" prior to the leak occurring. The patient's blood was noted to have backed up into the tubing set due to the leak. The customer later stated that there were no adverse effects caused to the patient.

Event description:
It was reported that the rn found wet, "blood-tinged" fluid leaking from the tubing set during an acetaminophen infusion while in use on a pediatric patient in the (picu). It was noted that the tubing set had been in use "for a time", prior to the leak occurring. The patient's blood was also noted to have backed up into the tubing set due to the leak. The customer later confirmed that there were no adverse effects caused to the patient.

Manufacturer narrative:
The customer¿s report that the tubing set leaked and blood backing up into the tubing was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. One small tubing tear was observed on the tubing above the third distal smartsite. The tear is located (1) one inch above the inlet port of the third distal smartsite and the tubing was jagged at the tear site. Residual blood was also observed within the fluid path of the male luer and third distal smartsite, confirming the customer¿s report of blood backing up into the tubing. Functional testing was performed; the set leaked from the tubing tear that was observed during visual inspection, confirming the customer's report of a leak. No other leaks were observed throughout the set or its components. The root cause of the tear could not be identified.